Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the right atrial (ra) lead dislodged and showed no capture. It was also reported that the patient failed to comply with the instructions from their physician in relation to arm movement restrictions. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their 'top wire was a little loose and the bottom wire too'. The rv lead remains in use.